Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 51 mg/dl. Customer stated that, customer had trouble with sensor, getting erratic readings. The sensor glucose was 92 mg/dl and blood glucose was 51 mg/dl. Customer treated low blood glucose with power bar and a big glass of juice and declined troubleshooting for it. Sensor glucose and blood glucose difference was 41 mg/dl. The current sensor glucose was 184 mg/dl and blood glucose was 179 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The reservoir is not expected to be returned for analysis.